Manufacturer narrative:
Concomitant medical products: 3889-28 interstim lead, implant date: (B)(6)2018; 3058 interstim ipg, implant date: (B)(6) 2018.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds with intermittent non-capture. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.